Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after the hospital engineer re-installed the image processing (ip)-pc board and memory card. A philips field service engineer (fse) visited the site, checked the system and found that the image disk was full and displayed an error. The fse ran the ip-pc test which showed that the ip-pc boot was not completed. The fse solved the issue by replacing the ip-pc. The returned part was analyzed and confirmed that the ip-pc was defective. After part replacement and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.